Event description:
Patient on a ferno-washington 35x pro stretcher in back of ambulance in transit. Ambulance involved in a crash. Law enforcement personnel report patient death and breakage of stretcher in several areas including severed stretcher lower leg connecting stretcher front and back wheels where the stretcher is secured to the ambulance.